Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR:2134265-2017-12793. It was reported that a perforation which led to a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was placed under local anesthesia instead of general anesthesia when the procedure was performed. A 21 mm watchman ® laa closure device and delivery system (wds) was inserted through a watchman® access system (was). During the procedure, the physician felt the patient move slightly, which may have caused to closure device to become more deeply seated in the laa which lead to a perforation. The closure device was immediately recaptured. Subsequently the patient developed a pericardial effusion with cardiac tamponade. Their symptoms were observed for a moment and then the physician decided that the patient should have open cardiac surgery, where the laa was surgically closed. The patient was stable without any complications after the surgery.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the returned product consisted of the watchman delivery system (wds) along with a watchman access system (was) without the implant. The device was bloody with and located inside the access sheath. The hub, sheath, tip and core wire were microscopically and tactile inspected. Inspection revealed tip damage (flattened/slight separation of layers/markerband flattened), and sheath damage (flattened). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MFR: 2134265-2017-12793. It was reported that a perforation which led to a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was placed under local anesthesia instead of general anesthesia when the procedure was performed. A 21 mm watchman ® laa closure device & delivery system (wds) was inserted through a watchman® access system (was). During the procedure, the physician felt the patient move slightly, which may have caused to closure device to become more deeply seated in the laa which lead to a perforation. The closure device was immediately recaptured. Subsequently the patient developed a pericardial effusion with cardiac tamponade. Their symptoms were observed for a moment and then the physician decided that the patient should have open cardiac surgery, where the laa was surgically closed. The patient was stable without any complications after the surgery.